Event description:
It was reported that the kinair medsurg bed deflated without command by the user. There was no reported injury.

Manufacturer narrative:
The unit was tested per quality control procedures on (B) (4) 2009, prior to placement with the pt, and the unit met specifications. Evaluation of the device determined that the power cord may have been inadvertently dislodged from the under-bed inverter during use, causing the bed to deflate.